Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: internal heater failure, light guide adaptor got wet, light guide fractured and video connector contact damaged. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is: no problem was detected regarding the customer's allegations, and the cause was traced to a component failure based on additional findings. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced image distorted when connected issue during set up / inspection for use. There were no reports of patient harm.